Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there were 4 broken pieces in the reservoir compartment. Customer¿s blood glucose level was 131 mg/dl. Customer stated that the pieces of the insulin pump was came loose. Customer stated that they run displacement test. Troubleshooting was performed. The insulin pump will not be returned for analysis.